Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal medical device removal ('e-sister died tonight after having her surgery to remove this crap') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria death and intervention required). The patient was treated with surgery. Essure was removed. The reported cause of death was not specified. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: died tonight after having her surgery to remove this crap. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. This case with very limited information was received via lawyer and refers to a social media post. It was reported that an e-sister died tonight after having her surgery to remove this crap. Details of essure use (details of insertion procedure, dates or any associated conditions) was not given. The time elapsed between essure procedure and the reported event was also not given.  Although the exact reason for undergoing essure removal which resulted in death was not specified, an intervention was implied, thus, a causal relationship cannot be excluded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal medical device removal ('e-sister died tonight after having her surgery to remove this crap') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria death and intervention required). The patient was treated with surgery. Essure was removed. The reported cause of death was not specified. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: died tonight after having her surgery to remove this crap. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate to case (B)(4). All information including reference numbers, source documents, reporters were transferred from this case to retention case. No new follow-up information was received from the reporter. This case with very limited information was received via lawyer and refers to a social media post. It was reported that an e-sister died tonight after having her surgery to remove this crap. Details of essure use (details of insertion procedure, dates or any associated conditions) was not given. The time elapsed between essure procedure and the reported event was also not given.  Although the exact reason for undergoing essure removal which resulted in death was not specified, an intervention was implied, thus, a causal relationship cannot be excluded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal medical device removal ('e-sister died tonight after having her surgery to remove this crap') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria death and intervention required). The patient was treated with surgery. Essure was removed. The reported cause of death was not specified. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: died tonight after having her surgery to remove this crap. This case with very limited information was received via lawyer and refers to a social media post. It was reported that an e-sister died tonight after having her surgery to remove this crap. Details of essure use (details of insertion procedure, dates or any associated conditions) was not given. The time elapsed between essure procedure and the reported event was also not given.  Although the exact reason for undergoing essure removal which resulted in death was not specified, an intervention was implied, thus, a causal relationship cannot be excluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.